Event description:
It was reported that the customer's pump insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer declined technical support troubleshooting, and no further information was provided.